Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and lymphoma-alcl-suspected.

Event description:
Physician reports capsular contracture baker grade iii and suspected cancer / alcl. The device has been explanted. This relates to the right side. Pathological marker cd30+ has been received. Pathological marker alk- has not been received.